Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump had an inaccurately delivery issue. The patient did not allege any harm or injury because of the alleged issue. The reporter claimed that the patient's blood glucose (bg) levels had been in the "200-300 mg/dl" range without symptoms. The reporter denied that there were any infusion set issues. She claimed that the site, set, and cartridge were changed but the patient's elevated bg levels were not resolved. She also denied that any of the pump's settings were changed. The reporter was unwilling to troubleshoot the pump. The anm representative involved in this contact advised the reporter to contact the patient's health care provider (hcp) regarding her diabetes management. The pump was replaced due to an unresolved motor sound issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an insulin delivery issue. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 02/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.